Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter became detached in the iliac vein. The physician advanced the viewflex catheter through a 12 cm. Introducer into the slightly tortuous left femoral vein. The tip of the catheter followed a small branch of the femoral vein and buckled approximately 130 degrees. The catheter was then pulled back to relieve the buckle and the tip detached from the shaft. A non-sjm snare device was used to retrieve the tip and was removed via an iliac vein cutdown procedure performed by a vascular surgeon. The patient was stable and recovering after the procedure.